Event description:
During use for cardiopulmonary bypass, the level sensor displayed a " venous level not connected" alert message. The sensor was turned off and the procedure was completed successfully. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.